Event description:
A malfunction was reported on the pump by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was guided by technical support to reset the pump, which resolved the malfunction. The customer was advised to contact support again if the malfunction reoccurred.